Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported that the customer had a low blood glucose of 35 mg/dl. The low was treated with grape juice and peanut butter and the blood glucose had been running high ever since. The blood glucose reading at the time of the call was 277 mg/dl. The drive support cap was normal and recessed. No air bubbles or leaks were noted. The insertion site was not sore or irritated. The spouse was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime while disconnected and stated that insulin did exit. No anomalies were noted with the insulin. The customer was unable to have the infusion set removed at the time of the call to check for a bent cannula, and declined to run a high pressure test. The customers were advised to call back when able to run the high pressure test. The customer was treated with manual injection.